Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to go to hospital due to high blood glucose on june 1, 2019 with blood glucose of 858 mg/dl. Customer stated that at the hospital they treated with intravenous insulin in the emergency room and they let her go when her blood glucose level stabilized. Customer declined to troubleshoot for high blood glucose because she believe that high blood glucose not related to the insulin pump. Customer also stated that the insulin pump had a crack and the plastic ring was came off. Customer reported that they noticed that the damaged was around reservoir lip ring and center button. Customer reported that the reservoir was able to lock in place. The insulin pump will not be returned for analysis.